Event description:
It was observed during the device inspection, that the video system center had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction b5, h6 component code from "4733 - connector/coupler" to "841-imager" and medical device problem code from "4048 - failure to clean adequately" to "3005-output problem" correction: g3: correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 14oct2024. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was due to an excessive amount of dust and foreign material inside the video connector and that the receptacle board required replacement. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: it was observed during the device inspection that the scope detection did work.